Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a broken sensor wire that occurred on (B)(6) 2016. Patient's mother reports that the sensor wire was stuck in the patient's skin. The sensor insertion was at the abdomen on (B)(6) 2016. No additional event or patient information is available.